Manufacturer narrative:
The affected product has been received and the investigation is in-process. A follow up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that the post-op patient arrived with an anesthesia manifold so the rn changed it to a trifurcated tubing set. The patient was on an epinephrine drip that was connected to the trifurcate, along with a milrinone drip. Within 6 hours the patient's heart rate and blood pressure decreased, and the patient was placed on an external pacemaker. Roughly 4-6 hours after placing the trifurcate, it was noted to be leaking in the patient's bed, and was thought to be cracked.

Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report of a leak and crack in the tubing was confirmed. Visual inspection showed that the female luer of the extension set had a 13.5 mm crack. Functional testing confirmed leaking at the crack. The cause of the leak was determined to be the female luer crack. The origin of the crack is unknown.